Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
Received information stating that the battery gauge on the customer's pump was at 100 percent for 3 days then suddenly jumped to 4 percent. There was no impact to the customer.